Manufacturer narrative:
Additional info: based on receiving new information, the following field has been updated accordingly. If explanted, give date: (B)(6) 2019. (B)(4). Device evaluation: the product was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown as information was not provided. If explanted, give date: lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. Patient is complaining of halos post operatively. Iol is scheduled to be replaced with a monofocal lens on (B)(6) 2019. No additional information was provided.